Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc). Technical services (ts) reviewed and advised intermittent loc was result of high out of range right atrial impedances. Ts provided no noise was observed on any episodes reviewed. Ts provided troubleshooting suggestions. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, an additional supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc). Technical services (ts) reviewed and advised intermittent loc was result of high out of range right atrial impedances. Ts provided no noise was observed on any episodes reviewed. Ts provided troubleshooting suggestions. This crt-d remains in service. No adverse patient effects were reported.